Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 6 minutes; cause was unknown. The customer's blood glucose level was ranged from 390 mg/dl to 400 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.